Event description:
It was reported that there was double counting of qrs complex. It was also reported that there was an incidence of post pace t-wave oversensing (two) and pacing inhibition due to oversensing. Therefore, the physician extended the post pace blanking to overcome it. The patient was complaining of feeling lethargic, but no shock received. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.